Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) device was received at boston scientific's return products department on (B)(6) 2010. The device had been explanted due to patient death which occurred on (B)(6) 2010. The device was returned to boston scientific for disposal. There were no allegations or complaints against the device's operation or functionality.

Manufacturer narrative:
Upon receipt, the device was returned with 3-leads attached and the tachycardia mode feature was still active. Initial investigation by boston scientific's post market quality assurance laboratory found that the device had reverted to safety mode on (B)(6) 2010. Visual inspection identified (B)(4) on the device casing. Review of stored memory verified that the device experienced three system resets which caused the device to go into safety core.